Event description:
It was reported that the pt was prepped and anesthetized for surgery. The loaner kit supplying the inventory to be used at surgery was shipped with incomplete inventory. Surgery was cancelled and re-scheduled.

Manufacturer narrative:
This event is being investigated under distribution (B)(4).